Manufacturer narrative:
Investigation pending.

Event description:
During surgery in 2007, the instrument was found in the kit with a broken tip. The instrument was placed to the side by the scrub tech. It was not used in surgery.